Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The latch lock sensor was replaced to fix the issue.

Event description:
The device was returned as it was reported that the pump lock or latch sensor was defective. The event occurred during testing. The results of the investigation confirmed that the latch lock sensor was defective. There was no patient involvement.